Event description:
(B)(4). Serious injury alleged. Malfunction alleged. Dealer advised the end user was crossing the street at a crosswalk and was hit by a car. Follow up call made. No further information available at this time. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.